Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) registry. It was reported that patient experienced perioperative myocardial infarction. In (B)(6) 2019, the subject was referred for cardiac catheterization and index procedure was performed. The target lesion was located in the proximal left anterior descending artery (lad) extending up to mid lad with 90% stenosis and was 52 mm long, with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of two study stents (3.5 mm x 28 mm and 2.75 mm x 32 mm). Following post-dilatation, the residual stenosis was 0%. Three days later, the subject was discharged on aspirin and clopidogrel. It was noted that on the same day the index procedure was performed, the subject was diagnosed with perioperative myocardial infarction. No action was performed to treat the event and the event was considered as recovering/resolving.